Event description:
Exposure to tainted baxter heparin. Exposure to tainted heparin and saline pre filled syringes am2 pat. I had many symptoms of serratia marcescens bacterial infection. I am now on opium tincture for uncontrollable diarrhea. I am in the process of finding a doctor to test me for antibodies or live bacteria in my body. We also had one death of a pt at the facility. Dose or amount: #1. 1000 ml; frequency: 3x week; route: IV. #2. 5ml; frequency: 6x week; route: IV. Dates of use:2006 - 2008. Diagnosis or reason for use: dialysis. Event abated after use stopped or dose reduced: no.